Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial or lot#: (B)(4), UDI #: asku. Device available for eval: no. Mfg date: 03-oct-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system - battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial or lot#: (B)(4), UDI #: asku. Device available for eval: no. Mfg date: 03-oct-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two of the patient's batteries depleted simultaneously and were suspected of power switching. One battery had a poor mechanical connection. The controller had a poor mechanical connection on power port two and a power disconnect alarm sounded. The controller and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the batteries discharged as expected when in use. No power disconnect alarms were recorded. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving both batteries. Momentary disconnection will result in an audible tone or "beep". As a result, the reported power switching was confirmed. The reported poor mechanical connection and power disconnect alarm could not be confirmed; however, is possible that the ¿beeps¿ were perceived as the reported power disconnect alarms. A power source lubrication procedure was performed on (B)(6) 2019, prior the event date. While the product was not available for physical analysis, the most likely root cause of the premature power switching and beeps after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage. Additional products: d4: serial #: (B)(6) h3: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.